Event description:
It was reported that, during a pancreaticoduodenectomy, the blade broke. The broken piece was retrieved. There is a possibility that the device was damaged during the cleaning. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Event date: unknown; captured as awareness date. Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.